Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Causing her to have low blood glucose also. Troubleshooting was not performed at th time of call. Advised customer to disconnect and return pump to minimed.